Manufacturer narrative:
Due to further investigation, the device evaluation was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the device did not rotate. Therefore, the reported condition was confirmed. It was determined that this failure was most likely caused by worn bearings from normal use and servicing over time.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during engineering evaluation, the attachment device was ¿tested and was found that it didn¿t rotate". The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.